Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) channel of this pacemaker. A spike in impedance to high, out-of-range impedance was also noted. Boston scientific technical services (ts) discussed that a lead safety switch had likely occurred. No pacing inhibition of more than two seconds occurred. The noise could not be reproduced. No adverse patient effects were reported. The field representative reported that they would program the minute ventilation feature off and would discuss options with the physician. This device remains in service.